Event description:
Intuvie received a report of defective bx-70071-df intravenous (IV) sets. The reporter indicated that the IV sets were leaking from the base of the chamber. No patient harm was reported.

Manufacturer narrative:
A review of the complaint history did not identify any other complaints associated with this lot. An image was provided that appears to show leakage originating from below the drip chamber. The IV tubing set is currently in transit for return to intuvie for further investigation. A CAPA was opened to investigate the reported failure. Refer to (B)(4),